Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred during basal deliveries. The customer's blood glucose (bg) level was in the mid 200's mg/dl range and a correction bolus via the pump was delivered to address the bg level. The customer performed troubleshooting on their own and did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence; insulin was observed to drip out of the cartridge tubing. A complete supply change was performed to address the issue. As the supplies had been changed, tandem technical support was unable to perform a system check to verify a possible cause of the occlusion.